Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 12°, 4 mm exhibited a broken component. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found the lens was damaged and misaligned. Based on the results of the investigation, it is likely that the following led to the malfunction: a large mechanical force due to a shock, fall or collision with other equipment. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found at inspection before a therapeutic prostate plasma electrosurgery. There was no delay and the procedure was completed with a similar device.